Event description:
It was reported that a animal underwent an unknown animal surgery on an unknown date and suture was used. During the unknown procedure, the boxes of suture were not of good quality. The suture gets stretched, torn, and breaks on the usual instrument handling causing us material loss and extended surgical time. Additional information was requested.

Manufacturer narrative:
Product complaint # pc-(B)(4) date sent to the FDA: 5/30/2024 h6 component code: g07002 - device not returned h6 component code: c22 - photo analysis this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: I believe you can get the lot number and code from the po which was fulfilled by ethicon. However, I have included the photographs of an open and an unopened box from all angles for your reference. Also, there is a photo of an unopened suture from the opened box. ¿ can you identify the product code and lot number of the product that was used? Thbdlx ¿ if possible, please confirm the number of sutures that got "torn and broke" during this procedure. 4 were there any unexpected outcomes or complications as a result of the prolonged surgery time? ¿ 4 subjects expired [mice] is this device or samples from the same lot available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) ¿ yes. Please send replacement to dr. Arun verma, rm no. 239, second floor, doisy research center, 1100 s grand blvd, st. Louis, mo 63104 email: arun.verma@health.slu.edu ph: 3126475062 account: saint louis university [3-43503] please confirm the quantity of devices that need to be replaced. ¿ 2 boxes [please refer to our po-000194394] please provide the source or name and title of the external person providing answers to follow-up I will directly provide you any feedback required at the above phone number and this email address. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed. The photos show a box and an apparently closed package, with product code 2793. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.